Event description:
Reportedly, on (B)(6) 2025, despite the patient's registration on the remote monitoring site, the device displays 'failure to register on the remote monitoring site'.

Manufacturer narrative:
Investigation of the subject returned device and the files is still ongoing, results are not available yet.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event. The only anomaly detected is a loss of connection to network in case of forced synchronization, however, it is not linked to the reported event and is most probably caused by a hardware failure or poor network coverage. Review of the logs permit to establish that the user did not enter the correct serial number. Indeed, (B)(6) was entered instead of (B)(6). Also, the patient was already registered since (B)(6) 2025. All of this explains the origin of the error message displayed and that it is normal behavior. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, despite the patient's registration on the remote monitoring site, the device displays 'failure to register on the remote monitoring site'.